Manufacturer narrative:
The device was serviced at the customer site. Flow rates were all normal throughout testing and also matched those taken from external sensors. Device tested normally throughout servicing. Review of logs demonstrated that the average arterial flow rate offsets during recent cases were all within tolerances. Device passed all applicable testing. The perfusion data for the case was reviewed.upon review, during the entirety of the perfusion, flows, pressures and target pump speeds fluctuate. The average arterial and ivcs pressure were in-line with expected pressures. However, ivc pressure was noted to be negative on occasion, indicating ivc collapse. The target pump speed fluctuates in an attempt to regulate the fluctuating pressures.

Event description:
It was reported during perfusion, low arterial flows were noted along with significant fluctuations in values. The episodes were noted to be short in duration by the transplant surgeon. The liver was successfully transplanted following perfusion.